Manufacturer narrative:
Zoll awaiting customer order for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during preventive maintenance (pm), the thermogard xp ivtm system (sn (B)(4)) displayed mid:14 (bg power supply) error code after electrical safety test. The distributor rebooted the console but error code would not clear.